Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during use the implantable pulse generator (ipg) exhibited occasional atrial beats falling in blanking, and the device not mode switching at times. It was also reported the right atrial (ra) lead exhibited high atrial capture threshold. The ipg and ra lead remains in use. No patient complications have been reported as a result of this event.